Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple attempts to obtain additional details regarding this event have been unsuccessful. A supplemental report will be filed if additional details are received.

Manufacturer narrative:
Product analysis: the product remains implanted and therefore will not be returned to medtronic. (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
Medtronic received additional information that the transesophageal echocardiogram (tee) performed three days post implant showed mild regurgitation. The initial information received stated there was no regurgitation. (B)(4).

Manufacturer narrative:
This report has been updated with patient information received. Corrected per additional information received regarding the date of this event.

Event description:
Medtronic received information that three days post implant of this bioprosthetic valve, the patient presented with a high fever. Blood cultures were negative for sepsis indicators. A transesophageal echocardiogram (tee) showed no regurgitation and good valve hemodynamics. The patient was treated medically for endocarditis. No other adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.